Manufacturer narrative:
Reporter is a synthes employee. Investigation summary complaint summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, during an unknown procedure on a patient, the forceps broke. There was no surgical delay. The procedure outcome is unknown. There was no patient consequence. This complaint involves soft tissue attachment/j-shaped f/bone reduction forceps. Concomitant devices: soft reduction forceps with ball tip (part# 03.111.750, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).